Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was making x-ray without command. The fse explained the system locked up and there was no uncommanded x-ray. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.